Event description:
The hcp reported that the patient developed severe pain approximately two weeks following implantation of an enterra system. X-ray examination revealed the small intestine had wrapped around the lead. A surgical procedure was performed, a small portion of the intestine removed, and the lead anchored to the abominal wall. The lead was functioning prior to this incident. The entire enterra system was left in place and the patient is reported to being done fine following this incident.